Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
The rep reported the ar-1923bc (lot: 11850684) broke during a labral repair procedure. The peek eyelet broke off before malleting while in the patient. All broken fragments were fully retrieved and accounted for. No unplanned incisions were necessary. The case was completed by opening a new anchor from a different lot number.